Manufacturer narrative:
Failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits mild char on surface. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that at 115,000 joules of use and 17 minutes of use, during a prostate procedure, the fiber tip broke/burned out. Red aiming beam was visible coming out of the tip from multiple angles and the laser would not fire without reverting to standby mode. The fiber was replaced and the procedure continued using a second surgical fiber. At 162,000 joules of use and 22 minutes, while using the second surgical fiber, the fiber snapped outside of the scope where being held by the physician. The fiber was again replaced and the procedure completed using a third surgical fiber. There was no patient injury reported. This report is for the first surgical fiber used.